Event description:
Acct. Reports that when they insert the male adapter into the hub of the IV catheter and tighten down the luer, the connection leaks. States they use the "push and twist" technique with the adapter when they insert the adapter. States it happens "intermittently" and they are unable to associate the ext. Set with a lot number. No pt. Injury reported.